Event description:
The broach broke off in the patient's finger. The piece was removed; however, a surgical delay of 1-1.5 hours resulted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the very tip of the broach broke off; the missing piece was not returned. The cause appears to be due to heavy usage and/or user error; heavy usage and misuse over a long period of time may contribute to the tip breaking. The vendor date code (B)(4) indicates the instrument was manufactured in november of 2001 and is going on 12 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.